Manufacturer narrative:
(B)(4). Additional information received from the doctor of the user facility stating "the patient died in a multiple hemostatic context, the patient's ventricle had no contractile reserve and the refractory cardiogenic shock did not respond to the use of tonicardiac amines. The incident involving tfx medical device occurred 2 days earlier and is not causally related to the patient's death." The customer returned one extension and one tubing set. The catheter was not returned. The extension line was yellowed from use and had been separated at the distal end from a catheter. The extension line was marked as medial although the printing was faded. The extension line had a clear hub that was also yellow from use. A review of the medial extension line for the reported kit revealed that the luer hub is blue, not clear as in the sample returned. The returned extension line does not match the reported kit. Microscopic examination of the distal end of the extension line revealed an uneven jagged edge indicating it was likely torn from a catheter. Since the sample returned does not match the reported product and the details on the event are not clear, no further investigation can be performed. Other remarks: a device history record (DHR) review was performed on the catheter based on the sales history of the customer, and did not reveal any manufacturing related issues. Complaint verification testing could not be performed because the sample returned does not match the reported complaint. A DHR review did not reveal any manufacturing related issues. Therefore, the probable cause of the broken catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer reports that a (B)(6) patient was transferred from (B)(6) hospital to (B)(6) hospital because of post-surgery drainage of a cardiac tamponade. The central line was inserted in (B)(6) hospital and broke in the (B)(6) hospital department while the action of joining the perfusion of the central line.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a (B)(6) patient was transferred from (B)(6) hospital to (B)(6) hospital because of post-surgery drainage of a cardiac tamponade. The central line was inserted in (B)(6) hospital and broke in the resuscitation hospital department while the action of joining the perfusion of the central line.